Event description:
It was reported that the battery gauge was fluctuating and the customer received a power source alert after plugging the pump into a wall outlet. There was no adverse impact to the customer¿s blood glucose level. A replacement pump was sent.